Event description:
It was reported that the poly has fallen from the device. This was reported in warehouse, but happened in hospital. No procedure-related. Therefore, no injuries or surgical delays were reported.